Event description:
Us0056 - 799, crd_966 - portico ng approval study, r672950901, r673112401, r673109201, r673108501. It was reported that on (B)(6) 2022, a 27 mm navitor valve was implanted. Post procedure, while the patient was in post anesthesia care unit (pacu), the patient experienced hypotension. They were transferred to floor and IV albumin was administered. It was noted that the abbott device and procedure were unlikely to be the cause of the hypotension. The patient was also noted to have trace pleural effusions and edema that were noted to have been improving since prior chest radiograph. No intervention was required to treat the trace pleural effusions and edema. Post-op EKG revealed new 1st degree heart block, so losartan was started daily upon discharged and beta blockers halted. On (B)(6) 2022, the patient was noted to have arterial hypertension unrelated to the abbott device or procedure. Metoprolol was stopped and losartan was increased.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pleural effusions, edema and first degree heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.